Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and was under sensing due to dislodgement. The physician tried to reposition the lead but was unable to due to scar tissue. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had a cosmetic and breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.